Manufacturer narrative:
Device lable code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. The following was reported to datascope on 9/12/97: blood was noticed by the rn in the balloon pump tubing. No alarms sounded from the iabp but the dr was notified and the iabp was discontinued within 2 hours of noticing the blood. Event complications: unk - rpt'd 8/19/97; none - rpt'd 9/12/97. Pt current status: pt off iabp - rpt'd 9/12/97.